Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 46 fractured. Construction is unknown and was placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability.material analysis could not be done as there was no product provided for evaluation. Implant is still in situ.